Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed during the prime/rewind process. The blood glucose reading is 180 mg/dl. Insulin squirts out during the manual prime process. The drive support cap is protruded. Advised the customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Insulin pump alarmed during the basic occlusion test due to a protruded/loose drive support disk. A cracked reservoir tube, cracked case, scratched lcd window and missing end cap sticker noted.